Manufacturer narrative:
The customer reported a complaint that " the autopulse platform (sn 36433) stopped compressions and displayed "system error, out of service, revert to manual CPR" error message" was confirmed during the functional testing and based on the review of the archive data. The root cause for the reported complaint was that the drive train motor brake assembly air gap was out of specification (too wide) and not adjustable, likely attributed to the defective component. Upon visual inspection, unrelated to the reported complaint, crack was observed on the top cover at the lower corner on the patient's right-hand side. The observed physical damage appeared to be characteristic of user mishandling. The top cover was replaced to address the observed physical damage. The archive data review indicated system error - 139 (unable to hold compression position), thus confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on, thus confirming the reported complaint. The brake gap inspection indicated that the drive train motor brake assembly air gap was too wide (0.011 "). The brake gap is not adjustable and continues to open out of specification (0.008" ± 0.001"). The drive train motor was replaced to remedy the complaint. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with sn (B)(6).

Manufacturer narrative:
Zoll has not received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The customer reported that during a patient event, the autopulse platform (sn (B)(4)) stopped compressions during the cardiac arrest treatment for the 49-year-old male patient. The device displayed "system error, out of service, revert to manual CPR" error message after about 5 minutes of automated CPR. The crew performed manual CPR for approximately 30 minutes. Patient was in a non-shockable rhythm the entire time. The patient was pronounced at (B)(6) center by one of the emergency department physicians working that day. The customer did not provide information regarding the relationship between the death and the alleged malfunction. However, the msa evaluated the incident and it was determined that the death was not related to the autopulse device.